Event description:
Originally returned for repair and reported as, "can not form q rings". In 2006, post evaluation--the instrument was found to be shooting straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a broken tip. Broken tips may occur if the device is exposed to some type of excessive stress on cannula shaft or tip.